Manufacturer narrative:
Iu received a message of "infrequent pump communication" upon power meter on with the returned batteries inserted. The batteries returned to the iu with the meter was tested on the multi- battery tester and noted to be: #1 - 20 % capacity, #2 - 10 % capacity, #3 - 20 % capacity. Batteries are numbered from left to right with meter's lcd screen face down and code key slot on the right hand side of the meter. Iu replaced returned batteries with 100% retention batteries. Iu observed that the meter was set to three hours ahead of current investigator pc time. Meter was set to current time and date. Iu reviewed the meter's error history for the last e-57 error produced by the customer. Iu was able to view detailed error code by pressing and holding right and left arrow button until error history appeared. Iu was able to select the observed error by pressing the center/select button to obtain the details of the error. Iu reviewed meter error history and observed an e-57 error was produced on (B)(4) 2013 with sub-code (error: 101). Additional analysis was performed on the returned meter due to an e-57 error allegation alleged by the customer and the iu's observation of the e-57 error code appearing in the meter memory. Analysis concluded that the meter has contamination / liquid residue due to moisture ingress throughout the pcb and satellite board which can contribute to e-57 errors. Due to the condition of the returned meter it has been concluded that the introduction of contamination into the meter did not originate from the manufacturing process, and has been determined to be a result of customer mishandling. Per the accu- chek aviva combo advanced owner's booklet in the troubleshooting communication between the meter and pump section 5.2 states, that the "infrequent pump communication" message is triggers when "at least two weeks have passed since the meter and pump have communicated." And "it is important to use bluetooth wireless technology communication between the meter and pump regularly if you utilize bolus advice" to avoid the above message. It also states that with low battery capacity meter cannot communicate with the pump. Iu observed that the meter paired with pump correctly. Iu was able to connect meter to pump using bluetooth communication. Pump and meter communication is acceptable. It was determined that the bluetooth communication problems alleged by customer was the result of product mishandling when customer meter was utilized with low battery capacity. Iu observed the meter did produce a bolus reaction with the retention pump and the correct bolus was delivered to the pump. All testing produced acceptable results, no malfunction was observed with returned meter. The customer's allegations of e-57 errors and bluetooth communication problems were not observed during the investigation of the returned product. The customer's allegation of e-57 errors was observed within the meter's error history during the investigation of the returned product. This case is set to not verified use/user error based on the iu's investigation and the failure analysis result of the customer's allegations.

Event description:
On (B)(6) 2013 patient reported experiencing elevated blood glucose level. Patient stated his blood glucose level has been in the 300's mg/dl for the past 1-2 weeks. Patient's normal blood glucose range is 70-140 mg/dl. Patient reported he believed the infusion device was operating properly. Patient stated he blamed his elevated blood glucose level on the fact that his bolus did not communicate to the infusion device from the blood glucose monitor. Patient reported when this occurs he programs the bolus manually with the infusion device and his blood glucose level comes down. Patient stated he used the infusion device to treat his elevated blood glucose level and did not require outside assistance. Patient reported he inserted new batteries in the infusion device just before the call today. Had patient power on the blood glucose monitor and the battery symbol displayed at the top and there was no bluetooth symbol displayed at the bottom of the monitor screen. Had patient remove the batteries, press the power button, reinsert the batteries and then power on the monitor; after verifying the time and date patient stated there was no battery symbol displayed and the bluetooth symbol now displayed at the monitor screen. Patient scrolled down to pump and pressed the select button; pump screen display. Had patient check the bolus history; patient reported the 8.0 unit bolus advised from the monitor a half hour ago did not deliver. Patient manually delivered the 8.0 unit bolus successfully. Patient stated an e57 (electronic error) message often displays on the infusion device after dosing. Patient reported concern that the blood glucose monitor did not display a warning when it was unable to communicate the bolus with the infusion device. Patient stated he blames this issue for his elevated blood glucose level. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and blood glucose monitor for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.